Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16270.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator had a nav-ring failure. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
H10: the service engineer (se) reported that the customer's issue was not confirmed. It was reported that the event could be considered a cause of malfunction of the navigation ring, and that the front bezel needs to be replaced. The service engineer reported that the phenomenon was not duplicated. The customer cancelled the repair, and the device was returned. H11:updated contact information, contact office entity, and manufacturing site.